Event description:
Patient taken to delivery room for a c section procedure. A esu was used with a disposable handswitching pencil. Footswitch control was not used. Grounding pad placed on the top center of right thigh. Foley catheter placement was slightly above the location of the grounding pad. Duraprep solution was used and surgical site covered with sterile drape. Physician complained there was something wrong with the esu as he started the procedure and requested the nurse to check all connections. Unit was used again and physician stated that there was still something wrong, and requested another unit be brought in, but it was not used. After c section was completed, it was noted the patient had a burn the right side of the incision 12 cm long of a 2nd degree nature, and a 2nd degree burn on her right thigh near the foley cathetersite, 3x6 cm. The towel between the patients legs had been burned. At on point in time during the procedure, the physician placed the disposable pencil on top of the drape. When he picked it up to use it again, the pencil was hot, although it was not turned on the tip of the pencil was tested by touching the plastic drape and it melted a small spot.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.